Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after the implantable cardioverter defibrillator (ICD) delivered inappropriate shock. Further information was requested but not received.